Event description:
Pt was revised to address hip pain and acetabular loosening. Update (B)(6) 2011 - doi identified. The femoral head was added to the complaint. Litigation papers allege the following: pt continues to suffer with continuous pain and problems. As a direct and proximate result of this defective product, pt sustained serious side effects including, but not limited to, acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, disability, unnecessary and add'l surgeries, and other injuries presently undiagnosed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address hip pain and acetabular loosening. Doi: 2006 - dor: (B)(6) 2011 (right side). Update (B)(4) 2011 - doi identified. The femoral head was added to the complaint. Litigation papers allege the following: patient continues to suffer with continuous pain and problems. As a direct and proximate result of this defective product, patient sustained serious side effects including, but not limited to, acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, disability, unnecessary and additional surgeries, and other injuries presently undiagnosed. Doi: (B)(6) 2006. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.